Event description:
The hcp explanted and replaced the pump after an implant duration of 47 months. No reason was given for the explant, however, upon accessing the pocket during surgery, it was noted that the catheter was disconnected from the pump. The pump was replaced and the catheter reconnected. The device was not returned to the manufacturer for analysis. Final patient outcome was not reported.